Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) connected with the customer and confirmed that after a hospital power shut down, the system would not start. The philips engineer (fse) went onsite and analyzed the log file. The analysis identified that the suite pc failed power on self-test (post). The fse cleaned and replugged the suit pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the suite pc failed to start up correctly and was restarting automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.